Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion and excessive no delivery test weren't performed due to motor error alarm. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and broken belt clip slot.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error. Customer's blood glucose was 285 mg/dl. Troubleshooting was performed. The drive support cap was reported normal. The device was not exposed to an MRI or strong magnetic field. Customer was assisted with rewinding the device and the device alarmed again during the process. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.